Event description:
The pacemaker was found in backup mode. The pacemaker was explanted and replaced. The patient status was unknown.

Manufacturer narrative:
Further information was requested but not received.

Event description:
The pacemaker was found in backup mode. The pacemaker was not used. No intervention was performed. The patient status was unknown.